Event description:
It was reported that during a da vinci hysterectomy procedure, the cables on the wire on the pk dissecting forceps instrument were frayed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the instruments' wrist. Other cables at the wrist were not damaged.